Manufacturer narrative:
Product implicated is a 4 french dual lumen catheter. Returned for evaluation is the catheter hub only. The length of the hub measures 6.5 cm. Lot history review indicates no related component or manufacturing issues and no product complaints of similar nature. The catheter separated at the hub-tubing joint. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken."

Event description:
The PICC broke completely in half just below the bifurcation. Removed & replaced.